Event description:
The customer ran blood glucose tests on 2 breeze2 meters and received readings of 147/167mg/dl on one, and 71/72mg/dl on the other. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer